Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was there any consequences to the patient?- no how the procedure was completed? The surgeon has used additional vicryl2 sutures. A manufacturing record evaluation was performed for the finished device lot ppbdplt0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a single knee replacement procedure on an unknown date; and a suture was used. During the procedure, the needle disengaged from the suture while passing the needle through a muscle layer. The needle was found shortly thereafter. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. Additional information was requested.